Manufacturer narrative:
Concomitant medical products: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 03-jun-2022, UDI#: (B)(4). Product analysis: valve (B)(4) remains implanted and valve (B)(4) was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, occlusion of the right coronary artery (rca) was noted upon partially deployment of the valve. The patient's act (activated clotting time) was over 300 seconds. The delivery catheter system (dcs) and valve were withdrawn from the patient. To reopen the rca, a thrombectomy and percutaneous transluminal angioplasty (pta) were performed and a stent was implanted. A new valve and dcs were prepped and the new valve was successfully implanted. At the end of the case, the patient became sick and displayed symptoms of a stroke. The patient exhibited facial droop on the left side and left hand weakness. A computed tomography (CT) was performed. Medication was prescribed for the stroke. The patient was discharged with minimal left arm use and right facial droop. Per the physician a portion of the clot that occluded the rca likely embolized causing the stroke. No additional adverse patient effects were reported.